Manufacturer narrative:
(B)(4). Lead: model 435135, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead: model 435135, serial# (B)(4), implanted: 2012 (B)(6), explanted: na.

Event description:
It was reported that the patient had been in the hospital still having symptoms since her implant. The patient was looking for a geographically close doctor to adjust her system. Additional information has been requested, but was not available as of the date of this report.